Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed with a 25 millimeter (mm) non-medtronic balloon (osypka) using nominal pressure. The valve load wash checked visually and tactilely and no misload was observed. The facility does not perform fluoroscopy checks for the valve load. During the first deployment attempt under fluoroscopy, an infold was visible. The target implant depth was 3 mm and the valve was recaptured once. Cuspal overlap technique was used and an attempt was made to align the commissures. The valve was withdrawn from the patient and a new valve was used. The patient's annulus size was 87 mm. No adverse patient effects were reported.